Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The public under the freedom of information act.

Event description:
The customer reported via phone call, the insulin pump was damaged. Customer reported they had experienced a high blood glucose in the 400 mg/dl range last night. Troubleshooting was performed. "The retainer ring on the insulin pump was broken off and their was damage to the reservoir tube lip." Damaged may have been caused by customer bumping the device into the wall. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Analysis was unable to perform displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and damaged keypad overlay texture.